Event description:
It was reported that the patient has expired after implant duration of one day, due to unknown reasons. It is unknown if the death is device related. No other details were provided.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), a response was received. The only information provided was that the device was not explanted, and therefore, is not available for evaluation. An operative report was requested but not provided. A device history record review is in process. Device not returned.